Event description:
Philips received a complaint on the defibrillator indicating that a device malfunction was discovered while preparing to treat the patient. Additional information has been requested regarding specified malfunction. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
(B)(6).